Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette sensor is defective. No patient involvement.

Manufacturer narrative:
D3; d4 - primary UDI number and h4 - device mfg date: corrected. D9: date returned to mfg.: 12/3/2024. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The cause of the issue was found to be a defective downstream occlusion (dso) sensor. The dso sensor was replaced as well as the dso sensor seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.